Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician to evaluate the shock impedance measurements of nine of his patients involved in the reliance expanded polytetrafluoroethylene (eptfe) potential calcification/gradually rising low-voltage shock impedance (lvsi) field safety notice. This right ventricular (rv) lead impedance has been gradually increasing since 2024 but still remained in-range (under 90 ohms). The physician is continuing with monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.